Event description:
The customer reported a button error. The blood glucose reading was 111 mg/dl. Prior to the event, the customer was by the pool and the unit may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.